Event description:
It was reported that during a procedure, the patient's blood pressure was measured on the solar 8000 with a tram brick. The patient's nibp dropped into the 50's and thereafter no reading could be obtained, including no mean bp. The patient received a total of 25 mg of ephedrine and volume boluses of hetastarch, and still no bp measurement could be obtained. The estimated duration of this event was 5 minutes. The doctor then switched the bp cuff to the eagle monitor. The first bp measurement on the eagle was systolic 188 and thereafter systolic 112. The patient was reportedly treated for hypotension inappropriately, due to the alleged failure of the solar 8000 monitor. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.